Event description:
A report was received from (B)(6) stating that an 840 ventilator experienced a malfunction. Covidien received info stating that during pt use there was an air-leakage noise generated from the compressor that occurred periodically. The ventilator was replaced. There was no negative pt consequences reported.

Manufacturer narrative:
The customer replaced the compressor on the ventilator. The device was then placed back in service. Covidien reference: (B)(4).